Event description:
It was reported that this pacemaker exhibited loss of capture (loc). Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.